Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any irregularity with the subject device.

Event description:
Reportedly, the patient implanted with the subject device initiated radiation therapy on (B)(6) 2017. The check prior to the radiation therapy revealed prolongation of r-r intervals and the patient was complaining of nausea. Artifacts started appearing on the atrial and ventricular egms during the course of radiation therapy,and those artifacts were oversensed in the ventricular channel. This ventricular oversensing resulted in inhibition of ventricular pacing, which led to ventricular pause which lasted for 3 to 4 seconds. As many of the occasions of ventricular oversensing were occurring after atrial pacing, the av delay of the pacemaker was reprogrammed from 205 ms to 110 ms in order that ventricular pacing would immediately follow atrial pacing. The device was reprogramed to operate in doo mode and at 85 min-1 with the av delay remaining 110 ms. Please investigate the provided data regarding the cause of the artifacts. Additionally, since the patient is to use the subject device at least until the end of radiation therapy ((B)(6) 2017), please advise recommended its parameters by (B)(6) 2017. Update on 30 august 2017: reportedly, the physician performed some tests and observed artifacts in both of the atrial and ventricular channels and inhibition of ventricular pacing resulting from ventricular oversensing. Since the artifacts observed in bipolar configuration were not observed in unipolar configuration, the device was reprogrammed to operate in ddd mode and unipolar configurations. It was decided to perform re-intervention on (B)(6) 2017 to implant a vvi pacing system in the opposite side of the chest. Update on 31 august 2017: a re-intervention was performed on this day; as the patient was showing no spontaneous ventricular rhythm, the plan was to implant a new pacing system in the opposite side of the chest and then explant the subject pacemaker. Several tests were performed but no damage or lead fracture was found. The use of the previous leads was discontinued and both of them were capped and abandoned inside the patient's body. After being explanted, the pacemaker was returned from the hospital for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, the patient implanted with the subject device initiated radiation therapy on (B)(6) 2017. The check prior to the radiation therapy revealed prolongation of r-r intervals and the patient was complaining of nausea. Artifacts started appearing on the atrial and ventricular egms during the course of radiation therapy,and those artifacts were oversensed in the ventricular channel. This ventricular oversensing resulted in inhibition of ventricular pacing, which led to ventricular pause which lasted for 3 to 4 seconds. As many of the occasions of ventricular oversensing were occurring after atrial pacing, the av delay of the pacemaker was reprogrammed from 205 ms to 110 ms in order that ventricular pacing would immediately follow atrial pacing. The device was reprogramed to operate in doo mode and at 85 min-1 with the av delay remaining 110 ms. Please investigate the provided data regarding the cause of the artifacts. Additionally, since the patient is to use the subject device at least until the end of radiation therapy ((B)(6) 2017), please advise recommended its parameters by (B)(6) 2017.

Event description:
Reportedly, the patient implanted with the subject device initiated radiation therapy on (B)(6) 2017. The check prior to the radiation therapy revealed prolongation of r-r intervals and the patient was complaining of nausea. Artifacts started appearing on the atrial and ventricular egms during the course of radiation therapy,and those artifacts were oversensed in the ventricular channel. This ventricular oversensing resulted in inhibition of ventricular pacing, which led to ventricular pause which lasted for 3 to 4 seconds. As many of the occasions of ventricular oversensing were occurring after atrial pacing, the av delay of the pacemaker was reprogrammed from 205 ms to 110 ms in order that ventricular pacing would immediately follow atrial pacing. The device was reprogramed to operate in doo mode and at 85 min-1 with the av delay remaining 110 ms. Please investigate the provided data regarding the cause of the artifacts. Additionally, since the patient is to use the subject device at least until the end of radiation therapy ((B)(6) 2017), please advise recommended its parameters by 15 aug 2017. Update on 30 august 2017: reportedly, the physician performed some tests and observed artifacts in both of the atrial and ventricular channels and inhibition of ventricular pacing resulting from ventricular oversensing. Since the artifacts observed in bipolar configuration were not observed in unipolar configuration, the device was reprogrammed to operate in ddd mode and unipolar configurations. It was decided to perform re-intervention on (B)(6) 2017 to implant a vvi pacing system in the opposite side of the chest. Update on 31 august 2017: a re-intervention was performed on this day; as the patient was showing no spontaneous ventricular rhythm, the plan was to implant a new pacing system in the opposite side of the chest and then explant the subject pacemaker. Several tests were performed but no damage or lead fracture was found. The use of the previous leads was discontinued and both of them were capped and abandoned inside the patient's body. After being explanted, the pacemaker was returned from the hospital for analysis.

Event description:
Reportedly, the patient implanted with the subject device initiated radiation therapy on (B)(6) 2017. The check prior to the radiation therapy revealed prolongation of r-r intervals and the patient was complaining of nausea. Artifacts started appearing on the atrial and ventricular egms during the course of radiation therapy, and those artifacts were oversensed in the ventricular channel. This ventricular oversensing resulted in inhibition of ventricular pacing, which led to ventricular pause which lasted for 3 to 4 seconds. As many of the occasions of ventricular oversensing were occurring after atrial pacing, the av delay of the pacemaker was reprogrammed from 205 ms to 110 ms in order that ventricular pacing would immediately follow atrial pacing. The device was reprogramed to operate in doo mode and at 85 min-1 with the av delay remaining 110 ms. Please investigate the provided data regarding the cause of the artifacts. Additionally, since the patient is to use the subject device at least until the end of radiation therapy ((B)(6) 2017), please advise recommended its parameters by (B)(6) 2017. Update on 30 august 2017: reportedly, the physician performed some tests and observed artifacts in both of the atrial and ventricular channels and inhibition of ventricular pacing resulting from ventricular oversensing. Since the artifacts observed in bipolar configuration were not observed in unipolar configuration, the device was reprogrammed to operate in ddd mode and unipolar configurations. It was decided to perform re-intervention on (B)(6) 2017 to implant a vvi pacing system in the opposite side of the chest. Update on 31 august 2017. A re-intervention was performed on this day; as the patient was showing no spontaneous ventricular rhythm, the plan was to implant a new pacing system in the opposite side of the chest and then explant the subject pacemaker. Several tests were performed but no damage or lead fracture was found. The use of the previous leads was discontinued and both of them were capped and abandoned inside the patient¿s body. After being explanted, the pacemaker was returned from the hospital for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient implanted with the subject device initiated radiation therapy on (B)(6) 2017. The check prior to the radiation therapy revealed prolongation of r-r intervals and the patient was complaining of nausea. Artifacts started appearing on the atrial and ventricular egms during the course of radiation therapy,and those artifacts were oversensed in the ventricular channel. This ventricular oversensing resulted in inhibition of ventricular pacing, which led to ventricular pause which lasted for 3 to 4 seconds. As many of the occasions of ventricular oversensing were occurring after atrial pacing, the av delay of the pacemaker was reprogrammed from 205 ms to 110 ms in order that ventricular pacing would immediately follow atrial pacing. The device was reprogramed to operate in doo mode and at 85 min-1 with the av delay remaining 110 ms. Please investigate the provided data regarding the cause of the artifacts. Additionally, since the patient is to use the subject device at least until the end of radiation therapy (B)(6) 2017), please advise recommended its parameters by (B)(6) 2017. Update on 30 august 2017: reportedly, the physician performed some tests and observed artifacts in both of the atrial and ventricular channels and inhibition of ventricular pacing resulting from ventricular oversensing. Since the artifacts observed in bipolar configuration were not observed in unipolar configuration, the device was reprogrammed to operate in ddd mode and unipolar configurations. It was decided to perform re-intervention on (B)(6) 2017 to implant a vvi pacing system in the opposite side of the chest. Update on 31 august 2017. A re-intervention was performed on this day; as the patient was showing no spontaneous ventricular rhythm, the plan was to implant a new pacing system in the opposite side of the chest and then explant the subject pacemaker. Several tests were performed but no damage or lead fracture was found. The use of the previous leads was discontinued and both of them were capped and abandoned inside the patient¿s body. After being explanted, the pacemaker was returned from the hospital for analysis.